Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that on 10/15/2021 the patient obtained the following results within 15 minutes: 16.0 mmol/l and 7.7 mmol/l. It was reported that on 10/16/2021 the patient obtained the following results within 15 minutes: 13.4 mmol/l and 6.0 mmol/l.